Event description:
According to the reporter: occurred during a perineal proctectomy. While trying to fire across the rectum, the powered stapler had a flashing handle indicator. The surgeon attempted to fire the load in an articulated position, they heard a funny noise like something was cracking or breaking. The reload wouldn't continue to fire so they opened the jaws and removed the instrument. At the articulation point on the reload, the metal "loops" popped out. The adapter would not release the reload. They switched to a manual adapter with a new reload and fired the stapler across a different part of the tissue. The patient was alive with no injury.